Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes).

Event description:
It was reported that code #3 power up failure was displayed in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the scroll compressor to address the issue and tested the iabp to ensure all specifications fell within manufacturer's recommendations. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that code #3 power up failure was displayed in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.